Manufacturer narrative:
(B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a brite tip sheath was taken out of its pouch and found to have a distal tip that was frayed. Therefore, it was changed to another new "guiding catheter." The procedure finished successfully. There was no report of patient injury. The product was not clinically used. The target lesion is unknown. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was received: the intended procedure and target lesion were unknown. It is unknown if the product was received in the frayed condition prior to opening the package or if any other damages were noted to the device. The product was stored and handled according to the instructions for use; and there were no damages noted to the product¿s packaging prior to opening. The device was removed from the packaging; however it is unknown if there was difficulty removing the product. It was unknown if force was ever required during use. Another new brite tip sheath was used to complete the procedure. Complaint conclusion: as reported, a brite tip sheath was taken out of its pouch and found to have a distal tip that was frayed. Therefore, it was exchanged for another guiding catheter. The procedure was finished successfully. There was no report of patient injury. The product was not clinically used. The intended procedure and target lesion were unknown. It is unknown if the product was received in the frayed condition prior to opening the package or if any other damages were noted to the device. The product was stored and handled according to the instructions for use, and there were no damages noted to the product¿s packaging prior to opening. The device was removed from the packaging, however it is unknown if there was difficulty removing the product. It was unknown if force was ever required during use. Another new brite tip sheath was used to complete the procedure. The product was not returned for analysis. Review of lot 16062193 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.